Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date of event- 04/12/2023. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that during a conversation with the physician, it was stated that the xience sierra drug eluting stent (des) presents a post-ballooning elongation of approximately 1 or 2mm. When the stent is implanted and post-dilatated with an unspecified high-pressure balloon, the stent appears to elongate in the lesion. However, this did not impede the choice or use of this device. The physician had no specific procedure or patient in mind when he made this comment. The delivery system and balloon were removed from the anatomy without issue. There were no reported adverse patient effects and no reported clinically significant delays due to this observation. No additional information was provided.